Event description:
During a pci treatment procedure, the maverick2 monorail 20x1.5 mm balloon had a hole. The physician was able to aspirate blood through the balloon with a syringe. No patient injuries or complications were reported.